Manufacturer narrative:
This is one of one initial/final MDR report being submitted with associated MFR# 2954740-2016-00280 (B)(4). Concomitant medical products: synchro standard 0.014 in guidewire, prowler select plus 0.021 microcatheter, trevo xp device. (B)(4). The revive se is not distributed in the united states; however, it is similar to the revive pv that is distributed in the united states the revive will not be returned and there are no alleged quality issues, therefore no root cause analysis can be performed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Hemorrhage and device ineffective are known potential adverse events associated with the use of the codman revive se product and are listed in the IFU as such. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Hemorrhagic transformation of ischemic events is a known event. Review of the available information suggests that the presenting ischemic event, thrombus/vessel characteristics and medication regimen may have contributed to the device ineffective and hemorrhagic events. No further actions are required at this time.

Event description:
As reported by (B)(6) study, subject (B)(6) underwent combined protocol of IV rtpa and thrombectomy on (B)(6) 2016. Pre-treatment angiography on (B)(6) 2016 revealed thrombus to be located at right middle cerebral artery. Tici score preprocedure was reported to be 0. Rt-pa was administered pre-angio at a dose of 0.9 mg/kg. No IV lytic or ia lytic was administered intra-procedure. Revive se (frs21452299/t10081) was used and three passes were made, however did not have any effect. Then one pass was made with a trevo device (competitor¿s device) and a tici 2b was achieved. It was reported that the reason for several deployments was repositioning. There were no technical complications observed during the procedure. The tici score post revive-se was reported to be zero and at the end of the procedure was tici 2b. During the 24 hour follow-up on (B)(6) 2016 intracranial hemorrhage was observed during imaging. This adverse event of hemorrhagic infarct/transformations was reported to have an onset date of (B)(6) 2016. The event was reported to be of mild severity and not serious. The site reported that the event was not related to the codman study device but possibly related to the procedure, medication or the underlying disease/pathology. The patient was stabilized with date of stabilization reported as (B)(6) 2016. There were no device malfunctions reported. The patient did not receive any medications during the study. Patient was discharged on (B)(6) 2016 and completed the study on (B)(6) 2016. This report for revive se ineffectiveness during the procedure.